Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that in the mitraclip system instruction for use states the following statement: raising grippers more often that needed, retracting gripper lever more than needed or retracting gripper lever more than 1.5cm beyond the mark may damage the gripper cover and impair cds performance. The investigation determined the reported gripper line break resulting in gripper actuation issue appears to be due to user technique and improper or incorrect procedure or method was due to user deviating from the IFU. The reported difficult to remove, appears to be a result of user technique/procedural circumstances. Additionally, the reported positioning failure (grasping) appears to be due to challenging patient anatomy/morphology. Lastly, the reported patient effect of tissue damage appears to be a result of procedural circumstances. The reported patient effects of tissue damage are listed in the mitraclip system IFU as known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
(B)(4). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip was reportedly discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, gripper actuation issue and broken gripper line during actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted without any issues. A second clip was advanced and once under the valve, the clip because caught in the chordae and potentially caused tissue damage. The clip was freed from the chordae and grasping was performed but was noted to be difficult. The clip was then opened to 180, but the grippers were still down and had not raised as expected. After inspection, it was realized that the gripper line had broken. However, at some point during the procedure, the gripper lever was retracted past the blue line, but it was not known when this occurred. The clip was removed and replaced. A total of two clips were implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.